Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the avea ventilator, user interface module (uim) went blank with a white stripe across the screen and it kept ventilating while on a patient. The customer confirmed that there was no patient harm associated with the reported event.